Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that customer's insulin pump was not working. The customer¿s blood glucose was 232 mg/dl at the time of incident. The customer stated that insulin pump was exposed to moisture. The customer also stated that there was crack in the battery compartment. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with case cracked behind the device at the corner of the belt clip rails, cracked battery tube threads, and moisture damage on the motor and force sensor.